Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with mesh removal due to vaginal pain, pain causing inability to walk and purulent vaginal drainage . It was reported that following insertion patient experienced urinary/bowel problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, due to sui; severe disabling pelvic pain due to complications of a mesh; posterior vaginal pain. It was reported that following insertion the patient experienced extrusion, infection and recurrence. It was reported that patient underwent insertion of bilateral first-stage interstim; programming of pulse generator on (B)(6) 2011 due to severe pelvic pain, urethral and vaginal pain, post-complications of mesh for vaginal reconstruction, post-multiple surgeries of mesh removal without success. It was reported that patient underwent removal of extension leads; removal of tined leads on (B)(6) 2011 due to severe pelvic pain, post-complications of sling and cystocele repair with mesh refractory to medication and refractory to bilateral interstim (failed first-stage bilateral). No additional information was provided.